Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, review of the device history, trending by product line, failure mode effects analysis, health hazard analysis and system hazard use and misuse analysis. The DHR (device history review) was not performed as the lot number is unknown. Trending analysis for (B)(6) 2010 through (B)(6) 2011 for the malfunction code "hr-eye burning" was performed and no significant trend was observed. The fmea (failure mode effects analysis) score for user exposure is below the threshold of 100. The hhe (health hazard evaluation) for similar issues indicated none/negligible risk. The shuma (system hazard use and misuse analysis) was reviewed and assessed the risk as category I - broadly acceptable risk.

Event description:
A healthcare worker (hcw) alleges that working with cidex opa solution has resulted in corneal burns. She did not experience any pain or any other symptoms. The hcw did see an ophthalmologist who advised she has 20 burn spots on her corneas. The doctor recommended that the employee no longer wear contacts or glasses and wear goggles when working with cidex opa solution. It was recommended she remove glasses so that the goggles can fit properly. The hcw continues to work and the injury is healing with the assistance of prescription eye drops. The hcw stated she has no known allergies. The hcw has worked around cidex opa solution several years. She wears ppe (face shield, gloves and gown). The hcw reported that prescription glasses would typically be worn on the days when the solution is replaced as recommended by the manufacturer (about once every 2 weeks). As for personal protection,she would wear either prescription glasses as the sole eye protection or face splash shield for days contacts are worn. The air exchanges were measured with 40+ exchanges per hour in the room where the cidex opa solution is used. This room is dedicated for endoscopy and there are no other chemicals in the room. It was also stated that the cidex opa solution basin / tray is covered between uses.